Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Reported event occurred on 4/3/2014 but was not reported to a medtronic representative until 4/4/2014. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, during a cervical spinal fusion procedure, the navigation system was inaccurate. The surgeon inserted the pedicle screw on the c6 vertebra and suspected a vein from vertebral artery may have been damaged due to bleeding coming from c6. The surgeon alleged there was inaccuracy internal-external side so the screws were not inserted the right position. The surgeon removed the pedicle screw and changed to lateral mass screw. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The site has performed several successful surgeries and system was used successfully for training. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. A possible cause was that the anatomy may have moved independent of the reference frame location as the cervical region has smaller vertebrae which are susceptible to motion.